Event description:
New information received noted that the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was discharged.

Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker was unable to be interrogated. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
The event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed did not show any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Previous reported submitted on nov 19, 2025 should have included g3 - date received by manufacturer (oct 23, 2025).